Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the faulty drawer on the bus was preventing the unit from operating. The fse discovered that full height drawer five in the auxiliary cabinet was preventing the station from operating. The fse replaced drawer controller board and tightened all associated screws on mount and latch catch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 were not opening and failed to recover. The customer confirmed that the drawer issue caused the station to not power up due to a bus failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.